Manufacturer narrative:
No issues were identified during a review of the customer's calibration data. Blank cell tests were performed and passed successfully. The last preventive maintenance visit was on (B)(6) 2018 and pinch valve tubing was replaced at that time. The date of event was (B)(6) 2018. Replacing pinch valve tubing is part of customer maintenance and must be done at every preventive maintenance visit and every 2 months between visits. Based on the information provided, an instrument problem was not identified. The field service engineer (fse) visited the customer site and did not identify any issues. Instrument performance testing results were acceptable. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of a low erroneous result for 1 patient sample tested for troponin t hs stat on a cobas e 411 immunoassay analyzer. The initial result was 17.82 pg/ml. The sample was repeated twice with results of 1716 pg/ml and 1711 pg/ml. It is not known if the erroneous result was reported outside of the laboratory. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 267654. The expiration date was not provided. During a review of the alarm trace data, a sipper probe/liquid level detection alarm was observed at the time of the erroneous result.